Manufacturer narrative:
Patient demographics (age at time of event, gender) were requested but not provided. This is the first of two submissions from the same patient event. The others is 1220246-2016-00304 ((B)(4)). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. The typical cause(s) of this type of event include not allowing the trailing suture to remain free and unobstructed during implant insertion and/or by not following the deployment sequence as outlined in the surgical technique guides. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that a right side meniscal repair procedure was being performed. Upon insertion of one meniscal cinch, lot # 10031316, the first implant deployed properly. When the surgeon advanced to the second implant, there was no implant loaded on the needle. A second meniscal cinch lot # 10031317 had the same event happen as the previous one. Another meniscal cinch lot # 10031317 was attempted at this time, but would not deploy any implants. At this time, the surgeon decided to create an extra portal incision to use a probe to put counter tension on the meniscus so the implants that were successfully deployed could be removed from the meniscus. Another meniscal cinch lot # 10032824 was attempted to be used. Before entering the patient, the surgeon tensioned the suture to take the slack out of the device, and the depth stop would pop off. Devices from another manufacturer were used to complete the procedure successfully. No injury to the patient reported.

Manufacturer narrative:
This is the first of two submissions from the same patient event. The others is 1220246-2016-line 165530-00304f1. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The depth stop, spliced suture construct, and trocars were not returned for evaluation. Therefore, the customer's complaint cannot be verified. The typical cause(s) of this type of event include not allowing the trailing suture to remain free and unobstructed during implant insertion and/or by not following the deployment sequence as outlined in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a right side meniscal repair procedure was being performed. Upon insertion of one meniscal cinch, lot # 10031316, the first implant deployed properly. When the surgeon advanced to the second implant, there was no implant loaded on the needle. A second meniscal cinch lot # 10031317 had the same event happen as the previous one. Another meniscal cinch lot # 10031317 was attempted at this time, but would not deploy any implants. At this time, the surgeon decided to create an extra portal incision to use a probe to put counter tension on the meniscus so the implants that were successfully deployed could be removed from the meniscus. Another meniscal cinch lot # 10032824 was attempted to be used. Before entering the patient, the surgeon tensioned the suture to take the slack out of the device, and the depth stop would pop off. Devices from another manufacturer were used to complete the procedure successfully. No injury to the patient reported.